Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had losing time randomly so the clock is usually not accurate. The customer¿s blood glucose level was unknown. Customer stated that the constantly has to change the time because it was off. The customer declined helpline assistance. The insulin pump will not be returned for analysis.